Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced two infusion sets tape not sticking events to skin upon insertion on (B)(6) 2026. The infusion sets were used for two to three minutes. Patient replaced infusion set and resumed insulin deliveries successfully.